Event description:
Per the audiologist's report, this pt had decreasing performance due to 15 open circuited electrodes. Prior to the electrode problem surfacing, the pt reportedly "scratchd her head on a wall". The surgeon explanted the device in 2005 and reimplanted a new one during the same surgery. Cochlear became aware fo the explant when the device was received in 2005.